Event description:
As reported, the stent of a 12mm x 60m 120cm s.m.a.r.t. Control self-expanding stent (ses) fell off of the delivery system and was implanted in an unintended location. There was no reported injury to the patient. This was during a procedure to treat iliac vein compression syndrome in which the target vessel was the iliac vein. An ipsilateral approach was used for the procedure and it was reported that the stent delivery system had passed though acute bends while attempting to reach the lesion. Information regarding the location of the stent implantation and completion of the procedure was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18019645 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: the stent of a 12mm x 60m 120cm s.m.a.r.t. Control self-expanding stent (ses) fell off the delivery system and was implanted near the iliac vein which was unintended. This was during a procedure to treat iliac vein compression syndrome in which the target vessel was the iliac vein. An ipsilateral approach was used for the procedure, and it was reported that the stent delivery system had passed though acute bends while attempting to reach the lesion. Information regarding the completion of the procedure, storage of the device, preparing of the device, target vessel characteristics, and possible tracking difficulty was requested but was not provided. There was no reported injury to the patient. The device was returned for analysis. One non-sterile smart control 12x60 120 self-expanding stent delivery system was received for analysis inside a plastic bag. Per visual analysis, the device was received fully deployed, no stent was received; the locking pin of unit was already removed from the unit, neither returned for evaluation. No other anomalies were detected. Per dimensional analysis, the usable length of the stent delivery system was measured against the outer member assy 7f large smart specification and it was found within specification. Functional test could not be performed due to the already fully deployed condition of the unit the way it was received for evaluation. A product history record (phr) review of lot 18019645 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses-deployment difficulty - premature/in patient - during advancement¿ was not confirmed. The device was received in an already fully deployed condition. However, analysis results and phr review results do not suggest that the reported event could be related to the manufacturing process. Procedural and or handling factors such as the user¿s interaction with the device during use may have contributed to the reported event. Additionally, vessel characteristics (stent delivery system had passed though acute bends while attempting to reach the lesion) may have contributed to the reported event. Per product analysis, the device did not present any obvious indication of a manufacturing defect or anomaly that could contribute to the reported event. The product manufacturing records indicated that the product met specifications before shipment. Also, the packaging tray the unit is packaged in does not allow the stent delivery system to endure any damage or premature deployment condition. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the stent of a 12mm x 60m 120cm s.m.a.r.t. Control self-expanding stent (ses) fell off of the delivery system and was implanted near the iliac vein which was unintended. There was no reported injury to the patient. This was during a procedure to treat iliac vein compression syndrome in which the target vessel was the iliac vein. An ipsilateral approach was used for the procedure and it was reported that the stent delivery system had passed though acute bends while attempting to reach the lesion. Information regarding the completion of the procedure, storage of the device, preparing of the device, target vessel characteristics, and possible tracking difficulty was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d8, d9, g3, g4, g6, h1, h2, h3 and h10. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.